Manufacturer narrative:
The agent reported patient was infected complaint has been evaluated and is similar to report number 1644408-2021-00806; 533-06-108, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to patient was infected.